Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. During the post-op consult, the surgeon noted that there was a small flexion deformity of approximately 5 degrees and CT imaging revealed that the poly was not fixed to the baseplate. Subsequently, the patient was revised approximately 2 months post-op. The poly was revised to a larger poly. It was noted that the surgeon spent a considerable amount of time removing soft tissue and bone from the posterior tibia, however, there was no surgical delay. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. Visual examination of the provided pictures identified a psn mc ve articular surface. The device shows signs of use such as scratches. The intra-op photo shows a bearing that is not seated in the tib tray, however disassociation cannot be confirmed via this photo. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.